Event description:
It was reported the medtronic distribution center identified an issue with insulation and returned the product. The device was not delivered to the customer and there was no patient involvement. It was alleged the insulation tubing did not completely cover the device.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The returned device was visually reviewed, and confirmed the insulation did not cover the entire area intended, per specification. Conclusion device received unused in original package.